Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the delivery wire was noted be kinked/bent, the main coil was excessively stretched, the suture was damaged, and the main coil was broken/fractured. The distal tip was not intact due to the coil being broken. Functional testing could not be performed due to the anomalies noted to the device. In case of this complaint, the initial reported complaint indicated that friction was encountered between the target coil and a microcatheter during the procedure. The returned coil was found excessively stretched and broken. The coil got damage most likely when it was being pulled out from the microcatheter with excessive force, after it got stuck inside the catheter. Based on the investigation results and available information an assignable cause of procedural factors was assigned to the as analyzed issue main coil broken/fractured inside patient, since the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
Analysis of the returned device found the main coil broken/fractured. There was no clinical consequences to the patient as a result of this event.